Event description:
It was reported that a patient was rolled over and the PICC line was caught in the bedrails and the white hub fell off. The white hub was not found. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line and luer hub separation was able to be confirmed by the photo. The photo revealed that the proximal extension line was separated from the luer hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. For material c-15802-033a, lots 13c21g0157, 13c21h1547, and 13c21h1546, a non-conformance was initiated for extension line/luer hub separation. The instructions for use (IFU) provided with this kit warns the user, "warning: do not clamp extension line in close proximity of the extension line hub to reduce the risk of component damage." The customer report of extension line and luer hub separation was confirmed by visual inspection of the customer supplied photo. The photo revealed that the proximal extension line was separated from the luer hub. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a patient was rolled over and the PICC line was caught in the bedrails and the white hub fell off. The white hub was not found. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.